Event description:
It was reported that, on an unknown date, a primary plum y-type blood set, 200 micron filter, clave secondary port, secure lock, 110 inch generated a leak during patient use. It was reported that when the patient was receiving a blood and when the nurse squeezed the chamber about 1/4 full, it would crack, causing blood to leak on the floor and the equipment. There was patient involvement and no patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received ones used device for evaluation. As received a smooth rounded crack can be observed along the side of the drip chamber. One picture showing packaging of the set was also received. The complaint of crack causing leak can be confirmed. The probable cause is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.